Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure: corail hip revision. Revision surgery was performed on (B)(6) 2014 . Corail was taken out because of subsidence and pain due to being undersized. Revised to an exeter stem, cup remained in situ.